Event description:
It was reported that the user experienced high blood glucose while using the ilet, with concerns that the algorithm was not adapting well; the user stopped using the device and sought return without completing certified training, and no device alarms were reported. Symptoms included insufficient information to characterize specific clinical effects beyond hyperglycemia. Outcomes included insufficient information to determine the impact. Customer care provided support that included internal review of available records. Investigation of this case revealed insufficient information to identify a device malfunction or component issue, and no confirmed device-related failure was established. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.